Event description:
It was reported through a service report that the cot will not properly lock in the truck after being loaded in the ambulance. No adverse consequences have been reported.

Manufacturer narrative:
Other: post tube.